Event description:
It was reported that a patient presented to the emergency room with an arrythmia episode. Device interrogation revealed no high voltage output due to arrythmia rate below the therapy zone on the implantable cardioverter defibrillator (ICD). The patient's rhythm was self-converted. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after the changes.